Manufacturer narrative:
Corneal ulcer, irritation, no testing methods performed, no results available since no evaluation performed, unable to confirm complaint, device not returned, contact lens; not applicable.

Event description:
On (B)(6) 2016 an e-mail was received via (B)(6) group. The pt reported that he/she "had eye irritation and developed a corneal ulcer" while wearing the 1-day acuvue moist brand contact lens. The pt did not consent to gather any additional information. No additional information was provided. The event date is unknown and the affected eye is also unknown. The lot number is not known and the availability for return for evaluation is also not known. This event is being reported as a worst case. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in (B)(6) review meetings.